Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non conformances noted in the DHR related to the reported event. The company representative reported that there was no evidence of blood found in the iabp console. The alarm logs showed 7 occurrences of "augmentation below limit set" alarm on the date the event was reported. Fault logs showed several instances of codes 2, 53, & 55. These faults were not listed on the incident date in question. No software issue were found during testing, but system software version b.14 was reloaded to the system as a precaution per instruction from the cardiosave service manual. Failure of the alarm system could not be reproduced. The unit passed all functional and safety tests per factory specifications. The iabp has been approved for clinical use and returned to the customer.

Event description:
The customer initially reported finding blood in the catheter tubing. The critical care unit (ccu) director of the hospital spoke to the company representative, and stated that the patient had also coded while connected to the iabp, but there were no alarms from the iabp during the code event. She also expressed concern that blood may have entered the pump console. The customer then reported the patient died. Furthermore, the customer stated the death of the patient was not attributed to the iabp.